Event description:
Watchman pms. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman closure device was implanted. One year after implant, a device related thrombus was identified. No additional information is known at this time.